Event description:
It was reported by service report that the retractable head section would not lock in the up position and the pivot pin and retaining ring were missing. No patient involvement or adverse consequences are reported.